Event description:
It was reported by the customer that there was a motor error alarm during the priming process. The customer stated that the insulin pump allowed rewind to occur. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to an oily motor. We were unable to perform the displacement test due to the motor error alarms.